Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A valve actuation test was performed and passed. A system air leak test was performed and passed. A patient sensor calibration check was performed and passed. A post- accelerated street test(ast) 2 hour and 15 min 8500 ml simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pumps a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the pneumatic lines. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient initially called on (B)(6) to report receiving a draining slowly message and an m31 air detected in cassette alarm during drain 1 of 3 of treatment. The patient called back the following day and reported that treatment was canceled due to receiving the m31 alarm again during an unknown phase. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as continuous ambulatory peritoneal dialysis (capd) needed. The patient completed the treatment for (B)(6) the following day using capd at the instruction of the pdrn. The patient received a new cycler on (B)(6)in time for regularly scheduled treatment. The cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.